Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient sought medical attention on (B)(6) 2026 with an infection that developed at the infusion site (leg) while wearing the pod between 37 and 48 hours. The site was reported to have a rash and be red and itchy with purulent discharge. The patient also reported that the pod fell off the infusion site because they were scratching the site, which caused the cannula to dislodge. The patient was prescribed an unspecified topical steroid ointment as treatment. It was reported that the patient experienced this with two pods, see related case (B)(4).